Event description:
The customer reported the when you wiggle the ac power module cord, you hear a spark and the outlet pulled out. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the when you wiggle the ac power module cord, you hear a spark and the outlet pulled out. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.